Event description:
It was reported that the customer's insulin pump alarmed and was stuck in the prime loop. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the basic occlusion test as a result of a protruded/loose drive support disk. The device was received with scratched lcd window, cracked case display window corner, cracked battery tube threads, and cracked reservoir tube lip.